Event description:
The suspect device showed variation in test results when compared with another point of care meter. The following test results were reported: inratio=4.2, 4.9, poc unit=2.2, 2.9 respectively. New strips were provided. Further eval to be performed.